Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported leak remains unknown.

Event description:
During an atrial fibrillation study, bubbles were noted at the at the hemostatic valve when aspirating the sheath following insertion into the patient. The sheath was removed and replaced with new a one to continue the study with no consequences to the patient.